Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported three cases that mimic delayed subacute toxic anterior segment syndrome (tass) following an intraocular lens (iol) implant procedure. The lens remains implanted. This file is for the first case.